Manufacturer narrative:
Device details were not made available as of the date of this report. (B)(4).

Event description:
Per the audiologist, it was reported that the patient experienced infection at the implant site. Subsequently, the patient underwent revision surgery on (B)(6) 2019, in order to convert the patient to a percutaneous baha implant system. During the procedure, a magnet was placed on the internal fixture (it was reported that the abutment had been removed prior).